Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The insertion section and the adhesive at the distal end were damaged. There was an abnormality in the appearance of the connector. Due to the deterioration of the friction plate, the angulation was not fixed sufficiently. The connector seal was peeled off. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the endoscope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus due to the endoscopic image failure. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image disappeared when the bending section of the device was angulated.